Event description:
It was reported that there was a brown unknown material observed in disposable pressure transducer. There were no pt complications reported.

Manufacturer narrative:
Additional device: lot no: 58573739, expiration date: 09/01/2010, manufacture date: 09/01/2008. Device not returned.